Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 13f sheath hole prior to an interventional electrophysiology procedure. The sutures of the two prostyle devices were successfully pre-placed. The sheath was upsized to a 16.8 sheath, and the electrophysiology procedure was completed. Reportedly post procedure, with the first prostyle device, the suture broke while pulling on the rail-end to advance the knot with the suture trimmer. With the second prostyle device, the suture was not present when the plunger was removed. Hemostasis was achieved with the other successfully preplaced suture and manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. D4: a partial UDI was provided as the lot number is not known.

Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and/or lot number was not reported, and the device was not returned. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu) states: perform a femoral angiogram to verify the location of the puncture site. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 - failure to follow steps / instructions.

Event description:
Subsequent to the previously filed report, the following information was received: reportedly, femoral imaging was not performed. No additional information was provided.